Manufacturer narrative:
Lot number is unknown.

Event description:
Information was received indicating that a smiths medical cadd administration set could only be primed about 4ml. It was also reported that subsequently alarm was set off on the pump. No patient consequences were reported. No adverse effects were reported.